Event description:
Pt required surgical intervention to repair right ureter which was damaged during procedure.

Manufacturer narrative:
Height are not known to the manufacturer. Pt identifier corresponds to record of customer complaint. An investigation of this event was conducted in accordance with internal procedures and applicable regulations. The manufacturing process, design, inspection, testing, lot records, training, etc were evaluated.